Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information is not expected. (B)(4).

Event description:
A health authority employee reported that following an intraocular lens (iol) implant procedure, a patient experienced a foreign body discomfort in the eye and felt unwell. The event was treated with topical antibiotics, hormones and cornea-nutrient eye drops. The patient recovered. Additional information is not expected.